Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported via the manufacturer¿s representative (rep) they hit the implantable neurostimulator (ins) site with their oxygen tank/backpack. Since that time the consumer felt the stimulator hadn¿t help with their pain as much and it may have moved the ins as it was sticking out at the site and the area was swollen. The rep. Met with the consumer and performed impedance testing with all results within normal limits and the healthcare provider (hcp) evaluated the site and stated it looked fine and felt normal to them. Following this reprogramming was performed to achieve full coverage of the consumer¿s painful area which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.